Event description:
A report was received that the patient had difficulty charging ipg. It was also noted that the ipg was not seated properly in the pocket. The patient underwent a revision procedure wherein the pocket was repositioned. The patient was doing well postoperatively.